Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed a "check pads" message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was observed during review of the device data logs. However, the device was put through extensive testing including pacer stress testing, bench handling, and defib cycling test without duplicating the report. The analog board was recommended to be replaced as a precaution. The customer declined the repair. As a result, the device was returned to the customer labeled "not for clinical use". Analysis of reports of this type has not identified an increase in trend.